Event description:
It was reported that during a holmium laser enucleation of the prostate (holep), the fiber was cut during use and caused the laser beam to fall out of its holder on 2 occasions; due to this, the surgeon's hand was burned. It is unknown if the surgeon's hand required treatment. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified that the fiber was broken in two pieces; therefore, the reported event is confirmed. The fiber break appears to be related with the handling of the device during set-up and their use. This kind of event might have occurred during use and when it was inserted into the scope and fired it led to the fiber break. The instruction for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Additionally, in regards of the personnel burnt, the IFU mention: warning - improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, or fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient. Based on review of all information available and analysis results a conclusion code of cause traced to component failure was assigned to this investigation. MFR email: (B)(4).

Manufacturer narrative:
MFR email: (B)(6) .

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep), the fiber was cut during use and has causing to the laser beam to fall out of its holder on 2 occasions; due to this the surgeon's hand was burned. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.